Event description:
It was reported by the customer that their insulin pump was alarming while priming. Customer stated the device displayed no reservoir and is unable to complete the rewind sequence. During troubleshooting, customer was asked to perform a displacement test with the device. Customer stated the device failed displacement test. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to encoder out of phase. Unable to verify the error alarm due to constant motor error alarm during rewind. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.